Manufacturer narrative:
The alert details have been documented and the physician will continue to monitor this patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to an out of range shocking impedance measurement. The exact measurement was not reported. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific received information that this device was emitting tones due to a red alert that was generated for this system due to a shocking impedance measurement greater than 125 ohms. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.